Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. However, no testing methods were preformed for the reported low blood glucose due the cartridge tubing being cut.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no irregular bolus requests made. Cartridge change sequence was completed on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing was pulled out and separated from the cartridge. Customer's blood glucose (bg) was 40 mg/dl. Reportedly, the contact did not know why bg lowered and stated that the tubing was still connected to the customer after the cartridge tubing separated from the cartridge for about 20 minutes. The contact believed that residual insulin may have gone through the tubing to the customer; however, the contact could not confirm this. Bg was addressed with juice and skittles. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.